Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an pca stem. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer

Event description:
It was reported that patient presented to doctor after a fall where he developed a periposthetic fracture of the left hip. The hip had been implanted ¿over 20yrs ago" and was functioning well before the fall. The stem was rendered loose after the fall and was easily removed. Doctor chose to place a new insert into the cup while doing the fracture fixation/revision. Product 6299-7-525 lot # 43152301 was inserted in the normal fashion.